Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7300903; medical device lot #: 7300905; (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needles and syringes there was an issue with foreign matter. It was stated ¿there was strong particle contamination on the safety glide cannula-aql. It was noticed by the packaging quality control department.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: 16 loose safetyglide needles were received by bd canaan and reported to be from batch #7300903 and batch # 7300905 (p/n 305917). The samples were visually evaluated. Batch #7300903 - seven needles received. 5 pieces were found to have multiple loose white foreign matter particles on cannula. 2 pieces were found to have loose white foreign matter and black grease-like foreign matter on cannula exterior. The foreign matter observed is a rejectable condition. Batch #7300905 - nine needles received. 7 pieces were found to have multiple loose white foreign matter particles on cannula. 2 pieces had loose black foreign matter in the hinge area and on the cannula of the needle. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7300903 (p/n 305917): manufacturing dates: 11/7/2017 to 11/8/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300903 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7300905 (p/n 305917): manufacturing dates: 11/8/2017 to 11/9/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300905 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Further root cause investigation and CAPA determination request sent to supplier. Columbus investigation: qn review: nine assembly batches were used in the two reported packaged batches. No notifications were written for the assembly batches. Probable root cause: an air-vey system is used to move parts during assembly which can cause loose plastic particles. The two photos returned show one plastic particle on each needle. This does not exceed the aql of 0.65% for non-fluid path foreign matter. The particles also need to be greater than or equal to .800mm in size. Conclusion: while the product in question does not exceed the aql for non-fluid path fm, two additional associates were hired have been hired in 2018 to perform general cleaning on a daily basis in the assembly department.

Event description:
It was reported with the use of the bd safetyglide¿ needles and syringes there was an issue with foreign matter. It was stated ¿there was strong particle contamination on the safety glide cannula-aql. It was noticed by the packaging quality control department.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd safetyglide needles and syringes there was an issue with foreign matter. It was stated ¿there was strong particle contamination on the safety glide cannula-aql. It was noticed by the packaging quality control department.¿ there was no report of injury or further medical intervention.